Event description:
The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported for unknown side "has had a few occasions where while doing a revision and/or te exchange to permanent implant where they used alloderm (around after 6 months) and the alloderm has not adhered/ regenerated", "this was attributed to factors that were not the fault of the alloderm (ie. Seroma)". The status of device is unknown.